Event description:
It was reported that a pump keypad had an inoperable "ok" key. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The sigma device evaluation found the #0, #1, #2, #3, #4, #5, #6, #7, #8, #9, (.) And "ok" keys to be inoperable. It was observed that when any remaining functional keys are selected, an automatic output of the "ok" key will occur following the selected key's function (e.g. When the "setup" key is pressed "setup" followed by the "ok" key will be displayed). Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted.